Manufacturer narrative:
Visual inspection performed on returned meter and strips, no issues were observed. Meter powered on with button depression and insertion of strips. All results were within range specification and no errors were observed during control solution testing. No malfunction or product deficiency was identified. Extended investigation has also been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The DHR (device history review) for the freedom lite meter showed the freedom lite meter passed all tests prior to release. The DHR (device history review) for the freestyle strips showed the freestyle strips passed all tests prior to release. Retain testing was performed and all units performed within specification. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. This also serves as a correction report. Serial number was inadvertently omitted from the initial MDR report. Section has been updated.

Event description:
Customer reported that on (B)(6), 2019 she received erratic readings from her adc blood glucose meter and provided the following readings, received within 10 minutes of each other: 371 mg/dl, 251 mg/dl, 108 mg/dl and 237 mg/dl. The readings when plotted on a parkes error grid fall into the ¿c¿ zone showing the difference in values to be clinically significant. At the time when the readings were received customer denied experiencing any symptoms. Customer reported having contact with her healthcare provider, was diagnosed with hyperglycemia but noted the only treatment was an adjustment to her unspecified medications. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2019 she received erratic readings from her adc blood glucose meter and provided the following readings, received within 10 minutes of each other: 371 mg/dl, 251 mg/dl, 108 mg/dl and 237 mg/dl. The readings when plotted on a parkes error grid fall into the ¿c¿ zone showing the difference in values to be clinically significant. At the time when the readings were received customer denied experiencing any symptoms. Customer reported having contact with her healthcare provider, was diagnosed with hyperglycemia but noted the only treatment was an adjustment to her unspecified medications. There was no report of death, serious injury, or mistreatment associated with this event.